Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer¿s other relevant blood glucose level was 300 mg/dl to 400 mg/dl, 245 mg/dl and 100 mg/dl. Customer had gastroparesis and they losses balance from time to time. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.